Manufacturer narrative:
As reported, the inner packaging of a 55cm optease¿ vena cava filter was found to be incomplete upon opening, which caused the filter to pop out and become contaminated. There was no reported patient injury. The event occurred during an inferior vena cava filter implantation procedure, and the patient was reported to have an infectious disease (syphilis). Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was disposed of and therefore the device will be returned for evaluation. A product history record (phr) review of lot 18391294 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box ¿ compromised sterility ¿ seal open¿ could not be substantiated because the device and packaging was not returned and images were not provided. Therefore, handling factors prior to use cannot be excluded. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), ¿do not use if package is open or damaged.¿ based on the available information, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the inner packaging of a 55cm optease¿ vena cava filter was found to be incomplete upon opening, which caused the filter to pop out and become contaminated. There was no reported patient injury. The event occurred during an inferior vena cava filter implantation procedure, and the patient was reported to have an infectious disease (syphilis). The device was disposed of and therefore the device will be returned for evaluation.